Event description:
Lead dislodged shortly after original implant. The lead pulled back into the svc but the physician chose not to reposition it, as the patient did not require atrial pacing. Lead was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism in different lead positions were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.